Event description:
It was reported a patient's right ventricular (rv) lead presented with high pacing impedance and oversensing noise. No changes were reported. The patient was stable.

Event description:
Related manufacturer reference number: 2017865-2024-00789. It was reported a patient's right ventricular (rv) lead presented with high pacing impedance and oversensing noise. The pacemaker also had a header anomaly requiring replacement. In a procedure on (B)(6) 2023, the pacemaker was explanted and replaced, and the rv lead was capped and replaced. Post-procedure the patient was stable.